Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device replacement procedure the rv lead was capped on (B)(6) 2018 due to a decrease in sensitivity. The decreased sensitivity was noted over time during multiple remote/in-person follow-up visits, and was scheduled for extraction/re-implant at time of generator changeout. The patient was stable before, during and after the procedure.